Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator showed a test simulator failed message. There was no patient involvement.

Event description:
It was reported to philips that the heartstart mrx defibrillator showed a test simulator failed message with a message regarding defective pacing.